Event description:
Event was reported to caldera medical by an attorney. The pt experienced pelvic pain, multiple urinary tract infections, urinary leakage, stool leakage, lower abdominal pain, bleeding, pain during sex, skin irritation due to urinary leakage. No further info has been provided.